Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The additional fox plus referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion in arterio-venous fistula. The 6.0/80 fox plus balloon catheter was introduced through the 5 fr sheath. The balloon was inflated to 14 atmospheres (atm) for one minute. The balloon was deflated and removed without issue. The balloon appeared to have a good profile and was completely deflated; therefore, an attempt was made to re-advance the balloon, but could not be advanced into the sheath lumen. A second fox plus balloon catheter was advanced and inflated to 14 atm, then removed without issue. An attempt was made to re-advance the balloon catheter, but resistance was met with the sheath lumen again. During removal of both balloons, resistance was noted with the sheath. The contrast media solution used was diluted with 50% saline water and the balloons were prepared per the instructions for use. No other device was used. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.